Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr resurfacing - right hip; reason(s) for revision: component loosening - femoral head; pain; noise; dislocations (not arising from traumatic event) - recurrent dislocation "sufluxation"; alval/soft tissue reaction - pseudotumour.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, asr resurfacing - right. Reason(s) for revision: component loosening - femoral head , pain, noise, dislocations (not arising from traumatic event) - recurrent dislocation subluxation, alval / soft tissue reaction - pseudotumour. Enquiring into which component became loose. Unable to determine lot number on (B)(4)^^. Update received 10th april 2014. Hospital name amended to (B)(6). Surgeon forename added.